Event description:
It was reported to philips healthcare that the heartstart mrx included a therapy collar which was not noted in the specification documents.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.